Manufacturer narrative:
(B)(4). The device reported, (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, (B)(4), that is marketed domestically.

Event description:
The complainant reported an over-delivery. The intended amount was 210ml (rate of 30ml/hr over 7 hour); however, the volume fed read the pump had delivered 283ml over a 7 hours time frame.